Event description:
A medwatch with uf/importer report number: (B)(4) was received by integra lifesciences corporation from the FDA on 12/12/2011 with the following info: the pt unexpectedly woke up, causing the clamp to slip and create a small laceration at one pin site. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.